Event description:
It was reported that during a gastric bypass procedure, at the third cartridge and second firings, the tissue were pushed away. The staples did not form properly. Another like device was used to complete the procedure. Damaged cartridge. The patient went out at the fourth day that is the normal post operative period in this hospital. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the long60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.